Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 334 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.